Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent orif surgery using a va-lcp clavicle plate (04.112.613s) for a distal end clavicle fracture. The surgery was completed successfully without any surgical delay. Later, it was confirmed on (B)(6) 2022 that two screws inserted into the distal holes of the plate were broken. The patient was treated with an additional clavicle band and is being monitored for follow-up. This report is for an unk - screw: locking: lcp clavicle plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.